Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of displayed as "high". A specific bg value was not provided. Cause was not known. Additionally, the customer experienced an occlusion alarm and that the wake button was sticking. Customer administered a manual injection of insulin to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer continued to use the pump for insulin therapy.